Manufacturer narrative:
Correction - g3 - previous report had a g3 of (B)(6) 2021 when it should have been (B)(6)2021. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction - d6a - implant date of (B)(6) 2015 should have been (B)(6) 2020. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction - g3 - date received by manufacturer of the initial report should have been jun 27, 2021 rather than jun 28, 2021. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an episode of post-paced t-wave oversensing on their implantable cardioverter defibrillator. Programming changes were made on (B)(6) 2021 to address the issue. There were no patient consequences.